Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(6) reported an event in the (B)(6) as follows: it was reported that revision surgery including hardware explant was performed on (B)(6) 2017 to address a pediatric locking compression hip plate that had broken post-operatively. The broken plate was removed. It was further reported that the patient had suffered a fall prior to the discovery of the plate breakage. The initial date of implant is unknown. Additional details regarding the revision surgery and patient outcome are not available for reporting. This report is 1 of 1 for (B)(4).